Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which a new device was implanted. During the procedure atrophy was noted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which a new device was implanted. During the procedure atrophy was noted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.